Manufacturer narrative:
The complaint device has not been returned for investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that when passing the flex wire through the femur (lateral to media) the lateral threaded piece got stuck. The flex wire broke, and the piece remained lodged in the femur. The piece could not be removed, so the piece was left in the femur. Another manufacturer's crosspin was placed at a high point in the femur.